Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for a review. The investigation of the reported event is currently underway. (Expiry date: 12/2020). Device not returned.

Event description:
It was reported that post port device implant, through right subclavian vein the catheter of the device was allegedly ruptured. The device was successfully removed. There was reported patient injury.

Event description:
It was reported that ten months post port device implant, through right subclavian vein, the catheter of the device was allegedly ruptured. It was further reported that the breakage occurred at the connection of catheter and latch. The patient underwent an additional surgery to remove the port body and catheter. The current patient status is unknown.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g5. Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported catheter fracture as a longitudinal split on the catheter was noted near the distal end of the cath-lock. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4: (expiry date: 12/2020). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.